Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a detached, creased, and bent interconnect cable. The interconnect cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a functional testing, the device inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.